Event description:
It was reported that the ilet user experienced a severe hyperglycemic event after consuming a high-carbohydrate meal without announcing it, resulting in blood glucose above 400 mg/dl, and subsequently self-administered subcutaneous insulin via pen before reconnecting to the pump once glucose returned to range. The user could not recall the exact date of this event other than it occurring in february. Symptoms included hyperglycemia, polydipsia, and dry mouth. Outcomes included the need for corrective insulin and temporary disconnection from the pump, with recovery to target range and no hospitalization reported. Investigation included troubleshooting and education on meal announcements and high glucose management. Investigation of this case revealed use error related to a missed meal announcement, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement leading to hyperglycemia.